Event description:
It has been reported to the philips that the device was not starting, stalling at 00:00. The device was not in clinical use at the time of the event. There was no report of harm.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not working. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and hdd. The replaced flexvision pc was returned to philips for further analysis. The analysis confirmed that the main suspected failed component was frame grabber card. Following the replacement of the flexvision pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.